Manufacturer narrative:
One empty and used onyx vial was returned for evaluation. (B)(4).

Event description:
Treatment of an avm. It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2011-00202.